Manufacturer narrative:
(B)(4). Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling off end cap address label.

Event description:
Customer reported via phone call that the insulin pump had physical damage. Customer cannot recall their blood glucose reading. The location of the damage was on the reservoir compartment. Insulin pump was returning for analysis.